Manufacturer narrative:
It was reported that the patient experienced an allergic reaction just after a coil embolization of a pulmonary arteriovenous fistula using six codman coils [orbit galaxy tight distal loop complex fill coil 4 x 12 (640cf0412/15862520), orbit galaxy tight distal loop complex fill coil 4 x 12 (640cf0412/15893713) total 3, orbit galaxy tight distal loop complex fill coil 4 x 12 (640cf0412/15956106), helipaq 18 cerecyte microcoil 5 mm x 20 cm (che18052030/f70059) and three unknown competitor coils]. It was later determined that the cause of the allergic symptoms was tungsten. However, no detailed information of the allergic reaction was provided. No action was taken because the patient recovered soon without sequelae. The patient has been followed up and no additional information is available for now. According to the physician, the relationship of the event to the procedure was unrelated but to both the orbit and micrus coils were highly probable as the wire material of the competitor¿s coils was only platinum-alloy. During the index procedure the coils were placed into the target lesion with no further issues. There is no information regarding the patient¿s medical history, aneurysm/vessel size, mrs, antiplatelet therapy, act, inr, pt and ptt. The occlusion rate of the aneurysm after the procedure was unknown. The procedural images are not available. The coils remain implanted. A review of the manufacturing documentation associated with each of the lots of the implanted coils presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Hypersensitivity/allergic reactions are a known adverse event associated with implanted medical devices. Based on the reported information, the event is due to patient factors, specifically patient allergies, with no indication of any device manufacturing issues. Therefore, no corrective actions will be taken at this time. Concomitant medical products and therapy dates: helipaq 18 cerecyte microcoil 5 mm x 20 cm che180520-30/f70059; orbit galaxy tight distal loop complex fill coil 4 x 12 640cf0412/15862520; orbit galaxy tight distal loop complex fill coil 4 x 12 640cf0412/15956106; 3 competitor¿s coils (details unk). This is 1 of 4 reports associated with (B)(4).

Event description:
The procedure was coil embolisation of pulmonary arteriovenous fistula. No information regarding the aneurysm/vessel was provided. During the procedure, coil embolisation was performed and nine coils: orbit galaxy tight distal loop complex fill coil 4 x 12 (640cf0412/15862520), orbit galaxy tight distal loop complex fill coil 4 x 12 (640cf0412/15893713) total 3, orbit galaxy tight distal loop complex fill coil 4 x 12 (640cf0412/15956106), helipaq 18 cerecyte microcoil 5 mm x 20 cm (che18052030/f70059) and three competitor¿s coils (brand name and size unknown) were placed into the target lesion with no further issues. However, the patient experienced an allergic reaction just after the index procedure on (B)(6) 2014. At a later date, it was determined that the cause of allergic symptoms were tungsten. However, no detailed information of the allergic reaction was provided. No action was taken because the patient recovered soon without sequelae. The patient has been followed up and no additional information is available for now. According to the physician, the relationship of the event to the procedure was unrelated but to both the orbit and micrus coils were highly probable as the wire material of the competitor¿s coils was only platinum-alloy. No information regarding the patient¿s medical history, aneurysm/vessel size, mrs, antiplatelet therapy, act, inr, pt and ptt. The occlusion rate of the aneurysm after the procedure was unknown. The procedural images are not available.